Event description:
Memory board of the alcon bipolar medical device failed at the onset of the procedure. The staff nurse reprogrammed the settings incorrectly. The incorrect setting resulted in a corneal abrasion to the pt right eye.